Event description:
Patient presented with symptoms of withdrawal including restlessness, severe headaches, inability to sleep, and hurting all over. The alarm had been beeping since the day before. The pump medication had erroneously not been ordered for a routine refill. The patient was given oral medication for the withdrawal including oxycodone and morphine. The next day, the patient's pump medication had arrived at the office. The patient refused the refill and asked that the pump be explanted. The pump was removed. The patient was last seen for staple removal. The patient was reported to be doing ok with duragesic patches and oxycodone.